Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region reporting the air water connector is loosened and leaky involving pentax medical video colonoscope model ec34-i10cf, serial number (B)(4). The event was observed during incomming inspection at the workshop. There was no report of death, serious injury or other significant/important medical event. The air water connector must be fastened.as part of the service request. This event is FDA reportable due to the lack of information to justify that this event would not cause or contribute to a serious injury or other adverse event.